Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplement report will be submitted.

Event description:
It was reported that the hahn tapered implant failed. The patient has bone grade type iii. The patient has a history of bisphosphonate usage. The patient presented on (B)(6) 2019 for primary procedure on tooth #14. On (B)(6) 2020 the patient presented after final prosthesis procedure with complaints of pain when chewing. Upon examination, the provider notes a" loss of integration, slight inflammation and sinus communication"'. It was at that time the device was removed. The provider states the patient current status as "healthy".

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Investigation methods/results the implant was returned but not in the original package. The part was measured and verified to be a hahn tapered implant 5.0 mm x 10 mm (70-1154-imp0015) using radiographic template. The returned implant had no defect or non-conformity. The internal structure was fine and the threads were intact. Bone debris was observed from the implant. Root cause "loss of osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Per obtained information, it was unknown if the prep of osteotomy by pop up into the sinus (sinus bump) resulted in the implant failure (not recommend in current IFU). However, inflammation and sinus communication was reported. In addition, premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the loss of osseointegration. IFU 3034554 rev 1.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." Per the reported information, the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: thin layer of cortical bone surrounding a core of dense trabecular bone. Therefore, the patient's bone quality may have been a factor.